Event description:
It was reported that there was an infected generator pocket and the entire device system was explanted. The pt recovered without sequela. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.

Manufacturer narrative:
Conclusion: analysis on ins model 37712, serial # (B)(4) showed no anomalies. The product was both visually and functionally okay. The device passed the automated test console test. Analysis on lead model 377745, lot # v750130013 showed no anomalies and was functionally okay with acceptable continuity. Visually the product was okay. Analysis on lead model 377745, lot # v750130014 showed no anomalies and was functionally okay with acceptable continuity. Visually the product was okay. Analysis on silicone anchor model unknown lot # unknown showed no anomalies and was visually okay. Analysis on silicone anchor model unknown lot # unknown showed no significant anomalies. Visual inspection showed that the titanium insert was separated from the silicone sleeve.